Event description:
Patient contacted dexcom technical support on (B)(6) 201,3 to report that he experienced a hypoglycemic event on (B)(6) 2013. He was not wearing his device because of a malfunction a few days prior. Patient passed out and patient's mother administered a glucogon shot. At the time of contact with dexcom technical support, patient reported that he was better.